Event description:
Pt was on bypass and suddenly blood started oozing out from membrane portion. No other details have been provided as of 11/18/96. It is unclear if incident was related to pts death.